Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified right coronary (rca) atrioventricular (av) node artery. After crossing the target lesion and pre ivus, the 2.25 x 15mm maverick2 monorail balloon catheter was inflated. However, during inflation, the balloon was ruptured. The balloon was successfully removed from the pt and the procedure was completed with another device with no pt complications reported. The pt's current condition is listed as "good".